Event description:
Inaccurate monitoring by the life pulse high frequency ventilator while on a pt. No harm or injury to the pt. Note: inaccurate monitoring is not normally an MDR event. In this case there were two pt boxes which contributed to this event.